Manufacturer narrative:
Monitor sn (B)(4) has not yet been recovered from the field. Belt sn (B)(4) has been returned and evaluation is currently underway. Based on the downloaded software flags, there is no indication the equipment caused or contributed to the patient's equipment.

Event description:
A us distributor contacted zoll to report that the patient passed away on (B)(6) 2017. The lifevest delivered an inappropriate treatment on (B)(6) 2017, the rhythm prior to the treatments was asystole. The post shock rhythm was asystole. The response buttons were not pressed during the treatment event. The patient passed away on (B)(6) 2017. Asystole is considered a non-treatable, life threatening arrhythmia.